Manufacturer narrative:
A company representative reported that upon evaluating the intra-aortic balloon pump (iabp) the reported incident was duplicated. The company representative replaced the scroll compressor. Then, performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer, and cleared for clinical use. This scroll compressor was sent back to the supplier for further testing. A supplemental report will be submitted upon receiving evaluation results.

Event description:
The customer reported that before use on a patient, the intra-aortic balloon pump (iabp) alarmed with error code #14 (fault generated in the tts: timing main package) just after turning the iabp on. The iabp was replaced with another iabp to continue therapy. There was no patient injury or adverse event reported.

Manufacturer narrative:
A technician of the maquet (B)(4) , inspected the compressor, scroll and reported there was no visual damage observed. The nrc installed the compressor, scroll into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. After extensive testing and evaluation, including 24 hours in the manufacturing burn in room and over 72 hours of run in time in the nrc, the nrccould not verify the failure. The compressor passed testing.

Event description:
The customer reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed with error code #14 just after turning the iabp on. The iabp was replaced with another iabp to continue therapy. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that before use on a patient, the intra-aortic balloon pump (iabp) alarmed with error code #14 (fault generated in the tts: timing main package) just after turning the iabp on. The iabp was replaced with another iabp to continue therapy. There was no patient injury or adverse event reported.